Event description:
A pump declared alarm 20 while it was in use, and there was no adverse impact to the customer's blood glucose level. Customer service assisted the user in loading a new cartridge, but the alarm recurred, preventing successful resumption of insulin therapy. As the pump was no longer under warranty, the user was advised to contact their clinic to order a new pump and is currently using pen treatment as an interim solution.